Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The blue unload switch could only be depressed partially. The adapter had 45 of 50 procedures remaining. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. The adapter was disassembled and the section of the j-hook that interacts with the single use loading unit (sulu) load link was found to be damaged. No damage was noted to other parts of the j-hook. It was reported that the instrument broke. The reported issue could not be confirmed. The evaluation detected an unreported condition: there was a damaged firing rod. Visual inspection noted that the firing rod was extended distally out of home position. There was damage observed to the tip and shaft of the firing rod. The most likely cause could not be established from the information available. Another unreported condition was identified: the firing rod was out of home position. Visual inspection noted that the firing rod was extended distally out of home position. There was damage observed to the tip and shaft of the firing rod. The product analysis noted evidence that the device was not used as intended. The most likely cause could not be established from the information available. Another unreported condition was identified: universal asynchronous receiver-transmitter (uart) communication error functional testing found that the adapter was connected to the gen 2 adapter black box running gen 2 acc software. There was a uart communications error in the data saved to the system. The main screen indicated the strain gauge was functional and in the appropriate range. The adapter was connected to a representative handle running v29.4 software and the device calibrated correctly. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure, the distal tip of the two adapters broke. Visually, the small rod was protruding longer than it should be. No troubleshooting actions were taken. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: sigadaptxl - sig power sigadaptxl linear xl adapter, lot# c23acl0749 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.